Event description:
It was reported that the customer had high blood glucose levels of 500mg/dl. Customer reported symptoms of headache, ears burn, and feels warm. Customer also stated that the previously had issues with insulin delivery, but the issue was resolved by changing the infusion set and reservoir. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.